Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. The catheter body appeared to be intentionally trimmed and contained obvious signs of use in the form of biological material. Visual examination revealed the catheter body contained a kink/bend between the 2-3cm marks, another kink/bend between the 3-4cm marks and a small kink/bend between the 4-5 cm marks on the catheter body. The total length of the returned catheter body measured to be 5" which indicates at least 16.5" were trimmed and not returned per product drawing. The outer diameter of the returned catheter measured to be 0.070" which is within specifications of 0.066-0.076" per product drawing. The lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. A lab inventory guide wire was advanced through the returned catheter with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit provides the following warnings, cautions and instructions for the user: "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." "Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." "Do not use scissors to remove dressing to reduce the risk of cutting the catheter." "If resistance is met when removing the catheter, catheter should not be forcibly removed and the physician should be notified." The customer report of a kinked catheter was confirmed by complaint investigation of the returned sample. The catheter body contained three kinks. The sample passed functional testing. A device history record review was performed based on a potential lot # identified from sales history and there was no evidence to suggest a manufacturing related issue. Based on the condition of the sample received and the information available, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: after the PICC had been indwelling for about 5 days, it was not flushing or aspirating. The PICC was retracted in interventional radiology (ir) and found to be "kinked about 3cm below the insertion site below the skin surface". It was reported the floor nurse had done a dressing change. The PICC was removed and replaced without incident. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: after the PICC had been indwelling for about 5 days, it was not flushing or aspirating. The PICC was retracted in interventional radiology (ir) and found to be "kinked about 3cm below the insertion site below the skin surface". It was reported the floor nurse had done a dressing change. The PICC was removed and replaced without incident. No patient injury or complication reported. The patient's condition is reported as fine.